Event description:
A (B)(6) male with neurologic disorder was implanted with an acticon device on (B)(6) 2004. Information received on (B)(6) 2009, from the patient reporting that his abs device doesn't seem to "be doing it's job" anymore, except pump is functioning. A revision surgery has not been determined at this time. No further information was provided.

Manufacturer narrative:
(B)(4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual.